Event description:
It was reported that the pump emitted an "empty cartridge" warning although there appeared to be 22 units of insulin left in the cartridge. The patient said the pump stopped delivering insulin and she subsequently suffered very high blood glucose levels. It was reported by the distributor's rep that the blood glucose was >20 mmol/l. There is no report that the patient experienced symptoms of hyperglycemia or that there was a need for medical intervention.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.